Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that patient notice charger was not re-charging because patient wore it all night and it didn't charge (it was captures in related event). It was stated the replacement of the charger resolved the issue of patient took longer to charge ins, patient was able to charge efficiently now. It was mentioned the old charger, it had bent prongs. No further complication and no symptoms was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported it took longer for patient to charge ins. Patient said she just wore to charge when she was at work (nurse) and walk around, and she did not check the connection very often. It was mentioned due to issue with connector pin, patient was suggested to call back later after she received replacement to perform troubleshooting for this event. No further complication and no symptoms were reported.